Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer indicated via phone call of unexplained high blood glucose of 592 mg/dl and would like to check the pump. Customer also stated there was an emergency room visit for their high blood glucose. Troubleshooting found that the drive support cap was normal and the pump settings were fine. Customer has a tubing clamp but was unable to perform the high pressure test. Troubleshooting advised customer to change the entire set, reservoir and insulin and treat per their doctor's instruction. Customer was also advised to monitor the pump and call back if issues persist.